Event description:
Boston scientific received information that the patient implanted with this lead was hospitalized for a device replacement. Oversensing was noted, and the lead had a single daily pacing impedance measurement greater than 2,500 ohms. A subclavian lead fracture was seen on x-ray. No adverse patient effects were reported.

Manufacturer narrative:
During the device replacement procedure, the lead was explanted. The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.